Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon ruptured occurred. A 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During procedure, at first dilation, it was noted that a balloon ruptured at 8 atmospheres for 5 seconds. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older facility name: (B)(6) hospital, national institute of health and safety. Device evaluated by manufacturer. The device was return for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured occurred. A 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During procedure, at first dilation, it was noted that a balloon ruptured at 8 atmospheres for 5 seconds. The procedure was completed with another of same device. No patient complications were reported.